Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. P-cap locked in place properly during testing. Multiple attempts were made for keypad to response and keypad remained unresponsive. Keypad overlay was removed, and no moisture damage was noted during visual inspection. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. It was determined that the ingress of water corroded electric assembly causing intermittent electrical short. Unit was received with no physical damage noted during visual inspection. In conclusion, customer allegation was not confirmed, unit was received with no cracked case and no physical damage was noted. In addition, unit was received with no button response due to corroded electronic assembly. Isolate to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the there was a crack along the case of the insulin pump. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue or discontinue the use of the insulin pump and the device was returned for analysis.